Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. No data in the black box or download histories from the time of the reported high bgs due to continued patient use. A 29 hour flow accuracy test was performed on the pump. Pump passed flow accuracy test and was found to be delivering within the required specifications. No damage found to the keypad. Ok button responds to presses intermittently; all other buttons respond to presses appropriately. The keypad was removed and adhesive was found under the button contacts. Pump vibrates properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.